Manufacturer narrative:
No product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's pump and backup pump reads reservoir volume low with a full cassette. A new cassette was used, the pump worked fine and the infusion could be completed. No patient injury was reported.